Event description:
It was reported to manufacturer both normal mode and system diagnostic test results performed on the vns patient's generator revealed high lead impedance, end of service status set to yes. It was additionally reported x-rays were reviewed by the site and a lead fracture was not observed. The patient's name was not communicated to cyberonics by the site. The patient was referred to a surgeon for replacement. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.